Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article were added in h10: 2015691-2025-03238 and 2015691-2025-03232. The subject device was not returned for evaluation as it remains implanted. A device history record (DHR) review was unable to be performed as no serial number was provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this article. Related report numbers capturing additional events within the same article will be provided upon submission of supplemental reports. The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, according to the article, the study period was from october 2018 to april 2024. Thus, the first day of the reported study period (1-oct-2018) was used as the occurrence date. Article citation: hinkov h, lee cb, greve d, klein c, kukucka m, kempfert j, jacobs s, falk v, dreger h, unbehaun a. Integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management. Eur j cardiothorac surg. 2025 feb 4;67(2): ezaf023. Doi: 10.1093/ejcts/ezaf023. Pmid: 39913425. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management", the following event was identified as pertaining to an edwards device: a patient with a valve model perimount 29mm implanted in the mitral position underwent a valve-in-valve procedure after an unknown implant duration due structural valve deterioration. A 29mm transcatheter was implanted within the surgical device. An aortic transcatheter valve implantation was performed concomitantly to treat the native aortic valve.